Manufacturer narrative:
(B)(4). The foreign distributor determined that the most likely cause of the reported event was a faulty main pcba and turbine assembly. The foreign distributor was shipped a replacement main pcba and turbine assembly to repair the device and return it to service. Carefusion issued a return goods authorization (rga) number to the foreign distributor for the return of the alleged faulty main pcba and turbine assembly for eval. As of the december 30, 2014, the alleged faulty main pcba and turbine assembly has not been received. Should the alleged faulty main pcba and turbine assembly be received and evaluated, a f/u medwatch report will be submitted.

Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with the foreign distributor's rep. "Our dealer claims this unit is alarming" vent inop they check cables and connections and there were no problem found, they replaced the turbine first with a good working turbine and the problem was not corrected, the ventilator started to alarm transducer fault after the turbine was replaced, they claim the exhalation flow transducer has a problem. They re-installed the original turbine and they replaced the main pcb and the ventilator started to alarm vent inop, they replaced the main pcb and the turbine with good known parts and all problems were corrected. Our dealer did not provide info regarding if this unit was on a pt when the problem occurred, we requested this info from our dealer also status of the pt."